Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the patient¿s pump keeps coming ¿loose¿ and she had already had 3 surgeries on this issue ¿(B)(6) 2018, (B)(6) 2018 and (B)(6) 2018¿. The patient stated that the pump had been turned off as the pump was just floating around. The patient was trying to find a surgeon to repair this or remove the pump at this time. The patient requested physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump was delivering morphine (5mg/ml) at an unknown dose. The pump was explanted on (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chroniclow back pain. It was reported the patient was experiencing the same issues of the patient flipping the pump after replacement so they wanted the pump programmed to off state. The tablet would be utilized to program the pump to off state today. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Analysis of the implantable pump (B)(4) identified no anomalies. The returned device passed all testing in the laboratory. Analysis of the implantable catheter (B)(4) identified twisting in the catheter from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump was delivering morphine (5mg/ml) at an unknown dose. The pump was explanted on (B)(6) 2019. The catheter was returned to the manufacturer without a complaint. There were no further complications reported at this time.